Event description:
The user reported, during an angiography, bubbles formed under aspiration when the tubing was kinked. The kinked tubing made removal of the air bubbles from the system more, difficult. No harm or injury to the patient was reported.

Manufacturer narrative:
One used device was returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be sent when the evaluation has been completed.